Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch verio iq meter read inaccurately erratic. The patient also alleged the meter read inaccurate low and high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2014 at 5.06am, when they obtained inaccurate erratic results of ¿48, hi, 52, 195, 72, hi, 79 and 296 mg/dl¿ with the subject meter back to back. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient also reported inaccurate high results of ¿193, hi, 195, and 296 mg/dl¿ and inaccurate low results of ¿48, 52, 72, 79, 88 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (no-adjustments). The patient confirmed that he did make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient confirmed that he has food and/or drink after the first reading at 5.06am, after the product issue began. The patient claims he developed symptoms of ¿blacked out¿, the patient wife reported her husband passed out 5-10 minutes after receiving the ¿hi¿ reading (the patient alleges two hi readings at one at 5.13 and the other at 5.22). The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The test strips were not open past their discard or expiry dates and the test strips were stored correctly replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.